Event description:
The hospital reported that smoke from vasoview hemopro 2 would not evacuate from tunnel. Tried cleaning the jaws in case it was clogged. It didn't help. The customer had to completely remove the hemopro 2 device from the cannula to evacuate smoke. The device was inspected prior to use patient was not harmed. No additional time was added to the case. The procedure was completed with same device.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.